Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. A review of the manufacturing data for the stent profile was performed. During the manufacturing process, stent profile is confirmed on 100% of synergy devices manufactured. The stent outer diameter is measured and verified against specification for the product prior to packaging and shipping. The maximum crimped stent profile measurement at the time of manufacture was within the specification. Stent detachment most likely occurred due handling during preparation following removal of the stent protector. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. Stent crimp markings were evident on the balloon wall which confirms that the stent was crimped on to the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a kink 450 mm distal from the distal end of the strain relief. A review of the manufacturing process was carried out as part of the analysis to verify that the device conformed to preventive measures and controls prior to shipping. Any kink or damage to the shaft would be rejected at this stage and prevent the movement of the device to the sterile packing stage. Any damaged package identified would not get shipped or distributed. The hypotube kink most likely occurred due to handling of the device during preparation. A visual and tactile examination of the device found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 38 x 3.00 promus premier¿ drug-eluting stent was selected to treat the lesion. However during preparation, it was noted that there was no stent. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 38 x 3.00promus premier drug-eluting stent was selected to treat the lesion. However during preparation, it was noted that there was no stent. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.